Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty removing a connector during a routine supply change and needed to apply slight forward pressure before twisting to detach the connector, after which the change was completed successfully. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical intervention or hospitalization. Investigation included internal complaint intake and review of the described use steps. Investigation of this case revealed a transient mechanical resistance during connector removal consistent with handling technique, with no device malfunction reported and no damage to the connector observed or alleged. It was concluded, based on previously established findings for similar reports, that the cause was user handling contributing to temporary difficulty in disengaging the connector.